Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the tip clamp in the problem area of the pipetter assembly. The fse also checked and recalibrated the x-arm and replaced a tip retaining clipper. The instrument was inspected, tested without further problem, and returned to service.